Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test dop114-830. Sensor failed per specifications due to low readings. See attached file for details.

Event description:
The customer reported via phone call that they had low blood glucose. The customer had a low blood glucose of 42 mg/dl. They treated with juice. The customer also had a low blood glucose of 55 mg/dl which they treated with milk and cookies. The customer declined troubleshooting for the low blood glucose. The customer stated their low blood glucose was due to what they ate. The insulin pump will not be returned for analysis.